Event description:
It was reported that there were particles in the reservoir of a large volume folfusor. This was noted after filling with fluorouracil. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. During visual inspection a white particle measuring approximately 1.79 mm in size was observed floating in the fluid within the bladder. Fourier transform infrared spectroscopy determined the particle to be acrylic material. The reported problem was verified. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter; evaluation is currently in process but has not yet been completed. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.